Manufacturer narrative:
(B)(4). A request was issued to obtain further information. Two similar complaints were received from the same user in the same hospital and were reported to FDA. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).

Event description:
(B)(4).